Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but was deployed very distal. It was discovered after deployment that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The effusion resolved and the procedure was ended with no closure device implanted in the patient. The patient fully recovered from this event and no other complications were reported to have occurred.